Event description:
It was reported that during a laparoscopic adjustable band procedure, the locking shell tore. They are not sure if the tear occurred during placement or not. The band was removed and a new one placed without incident. There was no patient impact.

Manufacturer narrative:
(B)(4). Locking shell damaged. The band/balloon with 53cm of catheter was returned for investigation. Per visual inspection, it was observed that the locking shell was torn and the buckle was beginning to tear. Black stains were present on the balloon. A leak test was performed on the balloon with successful result. No leak was found. A possible cause of the observed damage may be due to incorrect placement of the graspers on placement or closure of the device. A device history record (DHR) was performed and no discrepancies were recorded during the manufacturing process. All devices are visually inspected prior to being released for distribution.